Event description:
Customer has a microlet and customer was poked by a used needle. Customer is worried there may be some contamination on the needle, because the pt has hepatitis c. Customer called doctor to see what needs to happen next. Customer invited to call 24/7.